Event description:
The pump was returned for processor hardware failure (linux core). Device started up without any errors. Mock infusion was run without errors. Internal investigation found no other damage. Although the device investigation did not confirm the reported problem, the som module will be removed and replaced during the repair process as a safety precaution.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported: "screen freezing, service needed warning" patient harm: no. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.